Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the coil became stuck at the hub of the catheter. The target lesions was unknown. A 5 mm/5.5 mm vortx - 18 was selected for a coil embolization treatment procedure. During introduction, intermittent flushing was performed. Upon insertion of the device into the hub of the microcatheter, the coil got stuck. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good. However, device analysis revealed that the number of fiber bundles was below the assigned specification.

Manufacturer narrative:
Device evaluated by manufacturer: a coil, a plunger, an introducer and the front of a pouch were returned for analysis. The plunger was found to be kinked indicating a resistance was met during the procedure. The coil was visible in the hub of the introducer. The coil was retrieved by gentle retraction with a tweezers from the hub of the introducer. The coil was found to be stretched and kinked indicating a resistance was met during the procedure. A microscopic inspection was performed and revealed that the base zap tip shape and surface was smooth. The zap tip was inspected and no damage noted. Apex zap tip shape and surface was smooth. The dimensions of the coil were found to be in specification. The number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).